Event description:
Per op report: prior to explant, the pt complained of progressive shortness of breath. An intraoperative "tee" showed a posterior pv leak. Once the mitral valve was exposed, it was noted that inflammation surrounded the valve and two to three stitches had pulled away from the posterior annulus. The valve was replaced with sjm 31mj-501.